Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not operating on alternating current (ac) power; the device was running on internal battery even when on a non-working ac outlet. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not operating on alternating current (ac) power; the device was running on internal battery even when on a non-working ac outlet. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp ultimately replaced the power supply, after which the issue was resolved-- a charging light emitting diode (led) was shown when the device was plugged in, and the device passed all test and verification (t&v) testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.